Manufacturer narrative:
Additional information: the associated device was returned and evaluated. The visual inspection of the returned liner shows it is intact with no damage visually. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed batch/failure mode. During a dimensional analysis it was found that this complaint return part has several features which could not be measured because of severe damage to the returned parts. Any evaluation of the part would be inconclusive. The features that could be measured were to print specification. A clinical evaluation indicated that this complaint reports a surgical delay as the result of an insert/liner locking issue during a primary surgery. A review of device manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported product incident. It was further reported that the case was delayed 40 minutes. There is no indication of patient injury and the procedure was completed. Therefore no further clinical assessment is warranted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was delayed 40 minutes due to liner not properly inserting.